Event description:
It was reported that during a lap excision endometriosis stage 4 with rectal resection procedure that bowel was resected using the device. The device was reloaded and you could see staples "misformed" in the tissue and lying loose below, but the bowel was still not stapled closed. There was a leak where the malformed staples were. The surgeon hand sutured and did 2 leak test as well and injected methylene blue into the rectum to check for a perforations. Circular anastamosis was perfect. Patient had profilactic antibiotics and a drain was placed. Or time exceeded 4 hours.